Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed because the patient became asystolic, requiring intervention to resolve the patient condition. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the left ventricle; however, the patient became hypotensive and went into rapid atrial fibrillation. The patient became asystolic. Medications and manual compression were started and the patient was successfully resuscitated. The mitraclip procedure was continued with implantation of one clip and the mixed mitral regurgitation (mr) was reduced from grade 3-4+ to grade 1+. It was thought that possibly thrombus or air embolism caused the patient's hypotension, atrial fibrillation and asystole; however, no thrombus or air embolism were seen or confirmed. Magnetic resonance imaging performed on (B)(6) 2016 ruled out stroke. The patient's condition resolved and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of cardiac arrest, atrial fibrillation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.